Event description:
The reporter contacted animas on (B)(6) 2012, and stated the keypad buttons were unresponsive after water exposure. The reporter denied damage to the keypad and noted visible moisture behind the display screen. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there was visible moisture behind the display lens, and evaluation revealed a case seal leak with damage to the pump casing. Additional moisture damage was observed inside the pump. Investigation revealed that the keypad rubber was torn over the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Additional testing could not be completed due to the moisture damage.